Event description:
Rv lead threshold increased from 0.8 v @ 0.4 ms to 3.8 v with other parameters normal. X-ray revealed that the fixation helix had retracted resulting in a loss of therapy and patient fall. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 17, 2024 and february 10, 2025, recorded the increasing pacing threshold from approx. 1 v to approx. 4 v. The pacing impedance showed a slightly decreasing trend from approx. 750 ohms to approx. 650 ohms. The available x-ray images and movies from the implantation date ((B)(6) 2024) as well as from event date (february 11, 2025) were inspected. It was noted that the fixation helix of the lead under complaint was initially completely extended. However, the diagnostic images from (B)(6) 2025 revealed that the fixation helix was completely retracted. The position of the lead remained the same. Based on the available data, the reported clinical observation of threshold increase and retracted fixation helix could be confirmed. However, no conclusion can be drawn regarding the root cause of this behavior. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.